Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 132 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed self test and displacement test. Unit programmed with correct time and date. Unit was monitored for two days and no unexpected alarms were noted. Unit received with minor scratched lcd window.